Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-21420, 21421. It was reported the patient continues to experience ineffective stimulation after undergoing a lead replacement procedure (reference MFR report: 1627487-2013-13079). Reprogramming was unsuccessful. The physician believes the issue may not be resolved by surgical intervention and stated the patient has a lot of scar tissue. Subsequently, the patient has been scheduled for a system explant and is being referred for a pain pump.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.